Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings:the pump was returned with the audio bolus button missing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was having a button response issue. The reporter indicated that the button was missing. There was no indication that the patient had any over or under delivery issues related to the button issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.